Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they had been receiving questionable ion selective electrode (ise) sodium and potassium results sporadically on their c501 analyzer. The customer provided data for nine patients, of which three had a discrepant result that was reported outside the laboratory. After noticing the questionable results, the customer performed daily maintenance, including cleaning the probes and cleaning the ise sipper and drain. The customer put fresh ise reagent on the analyzer. The customer primed several times and checked the electrodes. The customer re-calibrated with passing results. The first patient's initial sodium result was 168 meq/l. The sample was repeated on another c501, serial number not provided. The repeat result was 137 meq/l and it was issued as a corrected report. The patient was an emergency room patient and was admitted to an observation unit. The customer stated the patient was not treated on the basis of the discrepant result. It was unknown if the patient was admitted solely based on the discrepant result. The second patient, a male, born on (B)(6) 1961, had an initial potassium result of 4.8 meq/l and it was reported outside the laboratory. The repeat result was 5.42 meq/l and it was issued as a corrected report. On (B)(6) 2012, the third patient, a male, born on (B)(6) 1937, had an initial sodium result of 160 meq/l and it was reported outside the laboratory. The patient's repeat result was 138 meq/l and it was issued as a corrected report. The customer was not aware of any adverse effects to patients two or three. The sodium electrode lot number and expiration date were not provided. The field service representative found that the rinse arm assembly was misadjusted causing a fluidics failure. He adjusted the rinse arm assembly and checked all the fluidic adjustment on the analyzer. He performed an ise precision test with passing results. The customer performed passing calibrations and quality controls.